Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) year-old female patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for drainage of an intra-abdominal abscess. Prior to patient contact, the operator flushed the device and found it leaking at the hub of the drainage catheter. The procedure was successfully completed with a similar device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D10 ¿ concomitant medical product received on: 09jan2020. Investigation ¿ evaluation. It was reported that the hub of the catheter within a ultrathane mac-loc locking loop multipurpose drainage catheter was found leaking. The device was removed, and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned one catheter to cook for investigation. Physical examination of the returned device showed: no visible damage was noted to the catheter. A leak test confirmed leakage from under the mac-loc lever and suture hole. The mac-loc lever was removed and confirmed the silicon insert was missing. Due to this information, the device will be confirmed manufactured out of specification. Retraining for the appropriate manufacturing personnel was completed. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) was completed. The reported lot consists of 1 hub subassembly and one insert raw material. The DHR for the above lots records no non-conformances. A database search for complaints on the reported lot found no additional complaints from the field. Since the mac-loc hub was confirmed manufactured out of specification, further lot investigation was necessary. This subassembly was used in seven final cook lots. A database search for complaints on these lots found no complaints from the field. Due to this information, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, inspection of returned product and the results of the investigation, it was concluded a manufacturing and quality deficiency contributed to this incident, and the appropriate personnel have been retrained. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.